Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During reprocessing, black liquid came out from the biopsy channel of gf-uct260. The endoscope reprocessor used was oer-4. There was no health hazard from this event. Other product information and requests to the repair factory: the actual product will be sent. Please analyze the components of the black liquid. Return of the product after investigation: required.